Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 99% "napkin-ring" stenosed lesion being treated was located in the non-tortuous right coronary artery. The physician predilated with a 3.5x12mm emerge balloon catheter. Then advanced a 5.0x16mm veriflex stent delivery system to the target lesion and was not able to cross. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed by implanting a 4.5x16mm veriflex stent in the target lesion. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).